Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 3. Four clips ((B)(4)) were implanted, reducing the mr to 1-2. On (B)(6) 2015, via x-ray there was suspicion that one clip detached from one leaflet. On (B)(6) 2016, a second mitraclip procedure was performed, and it was confirmed that the most medial clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Additionally, the clip next to the most medial clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4. Three clips were implanted for treatment, reducing the mr to 1-2. The patient is doing well. The physician stated that the most likely reason for the slda was the progression of dilated cardiomyopathy in combination with morbid leaflet morphology. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. Additionally, as four clips from three different lot numbers were implanted during the initial procedure and it could not be determined which clip resulted in the single leaflet device attachment (slda), a lot history record review for all three lots was performed. The investigation determined that the slda appears to be related to patient morphology/pathology. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following clarification was received: the physician stated that the most likely reason for the single leaflet device attachment (slda) was the progression of dilated cardiomyopathy with the enlarged atrium.